Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) failed testing due to internal corrosion and an out of specification main printed circuit board (pcb). The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.